Event description:
It was reported that this patient has had multiple inappropriate shocks due to t-wave oversensing. A recent episode had cleared the double-counting, however technical services discussed changing the sensing vector. No adverse events were reported.